Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in backup operation. The device was explanted.

Manufacturer narrative:
Final analysis found the device in back-up mode, the product code could not be downloaded. The device was at end-of-life (eol). No information was received from the field regarding the device settings. After replacing the battery and downloading the product code, normal function ensued.